Manufacturer narrative:
The investigation for the product damage has been completed. No product/images were returned and logs are not applicable. The root cause of the guidewire damage was not determined since product/images were not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the guidewire had a crease and was bent after opening the packaging. As a result, a new guidewire was used. The patient survived the event.